Event description:
It was reported that during a procedure the patient experienced fluid leak due to a hole in the balloon of an artificial urinary sphincter (aus) as no fluid was seen in the component after filling 23cc of saline. A new balloon was implanted during the procedure. There were no patient complications related to the device.

Event description:
It was reported that during a procedure the patient experienced fluid leak due to a hole in the balloon of an artificial urinary sphincter (aus) as no fluid was seen in the component after filling 23cc of saline. A new balloon was implanted during the procedure. There were no patient complications related to the device.

Manufacturer narrative:
Product investigation completed. Analysis of the returned device did not confirm a product malfunction as the most probable cause of the reported events. Based on the results of this investigation, no escalation is required.